Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery oscillator device had a malfunctioned trigger, was not releasing properly, and got stuck. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The functional assessment found that the device had a malfunctioned trigger and would not release properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacture facility was unknown. The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.